Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2016 with the following findings: the pump's black box showed evidence of unexplained pump reboot events on (B)(6) 2016. There was a battery compartment crack observed below the grip pad. There was evidence of moisture contamination inside the battery compartment. The pump case was cracked in a corner of the display area. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. An "intermittent power" event was not duplicated during investigation. A leak test showed that there was a leak at the crack in the pump case. There was evidence of additional moisture inside the pump on battery canister,cgm board, motor flex cable and connector.